Event description:
Per the form returned with the device, the device "developed electrode faults". There was no report of a device failure prior to the device being returned. There was no integrity test performed by cochlear staff. The pt's device was explanted in 2008 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.